Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 412mg/dl and the pump alarmed change sensor. Customer treated with a pen. Customer declined to troubleshoot and indicated that the sensor was in for almost 5 days instead of the recommended 2 to 3. Customer also declined high blood glucose troubleshooting. No further details given.